Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "less than 300 mg/dl", "became unconscious", "fluid overloaded", "feet exploded", and had "necrosis of toes and bottom of feet"; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was discharged 4 days later with the issue resolved. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.